Event description:
Reportedly, during a procedure to remove a facial lesion, the bovie malfunctioned. The grounding was checked, then surgeon yelled "fire" which was extinguished with sterile water. Patient sustained burns on left upper lip, right cheek reddened and edema, possible burn of nasal mucosa. Additional information regarding patient current status has not been reported.